Event description:
The user facility reported that the collagen slipped into the artery. After treatment of the superficial femoral artery (sfa) via the contralateral approach, the angio-seal device was then used for hemostasis. After insertion of the device into the artery, the collagen was positioned, and the suture was cut. Hemostasis was believed to have achieved; however, bleeding from the puncture site did not stop. While applying manual compression, echography was performed, and the collagen was found to have slipped into the artery. While applying manual compression to the puncture site, the guiding sheath was inserted from the contralateral puncture site, a biopsy forceps was used to capture the collagen, and the collagen was delivered to the external iliac artery (eia). A bns (bare nitinol stent) was implanted to fix the collagen to the vessel wall as a bail-out technique. Manual compression was applied to the puncture site for 0.5 hours and successfully achieved. Hemostasis of the contralateral puncture site was successfully achieved with an exoseal (cordis). The estimated blood loss was less than 250cc's. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 7 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel's diameter was 7 mm. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6b: explanted date: device was not explanted. The actual device was not available; therefore, the actual device was not returned for evaluation. The complaint was confirmed for collagen deposition into the artery. The exact root cause cannot be determined. The likely cause was determined to have been improper deployment technique or improper device placement resulting in collagen deposition into the artery. The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).